Event description:
It was reported that the flexor sheath included in a rosch-uchida transjugular liver access set fractured during use. This was reported to have occurred while withdrawing the "inner core" during a transjugular intrahepatic portosystemic shunt (tips) procedure. The device was replaced with a new same device to complete the procedure without any further incident. No unintended portion of the device remained inside the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
. E1 - address 1: (B)(6). H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.